Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary update the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : device fractured - outer tube damaged, distal tip damaged dings/scratched - illumination distal tip fiber damaged - particulate, optics particulate in system - optical system, optical components prism loose defect distal cover glass/negative damaged scratched proximal cover glass damaged residue - engraving/identification datamatrix code level a per service report, this complaint was confirmed. The label, tube and optical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip distal tip damaged dings/scratched, illumination distal tip fiber damaged, particulate, optics particulate in system, optical system, optical components prism loose defect distal cover glass/negative damaged scratched proximal cover glass damaged residue labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : device fractured per service reports, this complaint was confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during shoulder scope procedure, it was observed that the device was scratched. During the service evaluation the following defect was identified: broken (2+ pieces) : device fractured. Another like device was used to complete the procedure with a delay of two minutes. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. The exact date of the event was unknown. No additional information was provided.